Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. No pt injury was reported.

Event description:
Customer reported, the tube is arcing and system needs to be rebooted when it arcs. No pt injury was reported.